Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. The device was operating out of specification. Evaluation found that the motor was intermittently seizing which is a known contributor to the system error 105. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.